Event description:
It was reported that a malfunction occurred on the pump, displaying malfunction code malf 0, with fault ID 0x219e, and it was not resettable. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer reverted to an alternate method of insulin therapy.